Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear, osteolysis, patella loosening, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided, the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, patella loosening, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided, the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, and investigation clinical codes.

Event description:
Patient #13 of 17: it was reported via an article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿, that this 70 y/o male patient¿s logic ps femur and patella were revised 84 months postop the initial implant for aseptic femoral loosening.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): patella.